Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis due to insulin pump not delivering enough insulin. The customer blood glucose level was 433 mg/dl. The customer was assisted with troubleshooting. The customer stated that once the battery was going low very often the battery was draining. The customer also stated once the battery was going super low and the insulin pump was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test.